Manufacturer narrative:
System check-out performed (B)(6)-2011, all systems passed successfully. Navigation preventative maintenance check found no issues.

Event description:
A site representative reported that they have a problem with their stealthstation treon treatment guidance system working very slowly. There was no pt present.